Event description:
It was reported that the patient became unresponsive on (B)(6) 2015 and was hospitalized. The patient was administered narcan with no response. The healthcare provider (hcp) was questioning overdose or underdose. The three days following the patient was not sedated and not given any pain medications. On (B)(6) 2015 they decided to put a magnet over the pump to stop the pump. On the date of this report, they decided to do an MRI of the patient¿s brain to ¿see what they see,¿ or if the patient was getting worse or not. The pump was interrogated and the logs showed a motor stall occurred on (B)(6) 2015 at 1901, with a motor stall recovery on (B)(6) 2015 at 2029. Another motor stall occurred (B)(6) 2015 at 2033, with a motor stall recovery on (B)(6) 2015 at 0239, and another motor stall on (B)(6) 2015. The last update to the pump was on (B)(6) 2015 and they had not checked for a volume discrepancy. The change in therapy /symptoms was noted as being sudden. The type of medication being delivered via the device system was morphine, clonidine and bupivacaine. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).